Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. It was noted that the right atrial lead exhibited high capture thresholds, all other electrical measurements were normal. The lead was explanted and replaced. The patient was in stable condition.